Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed stuck button. The patient's blood glucose at the time of incident was 12.2 mmol/l. Troubleshooting determined that no button was pressed for three minutes or longer. The insulin pump will be returned and replaced.

Manufacturer narrative:
No unexpected stuck button alarms were noted during testing. All buttons functioned properly. No damage to the keypad traces were noted. The keypad connector was not unlocked during visual inspection. The pump passed the displacement and leak tests. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.